Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as welts under electrodes where the area has swollen. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated they did not need to wear the lifevest. Follow up indicated that the skin irritation improved since ending use.